Event description:
Physician reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and missing shell and patch (100%). A microscopic analysis was performed which identified no other observation observed. Based on the device analysis the final assessment is: missing shell and patch assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported left side rupture. Device has been explanted and replaced.